Event description:
It was reported that a spectrum pump shut off while infusing medication and displayed system error 348 "no upstream sensor poll" while infusing medication during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, system error 348 was not reproduced. A review of event history log revealed system error 348 - no upstream sensor poll. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be damaged ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: it was reported that a spectrum pump shut off and displayed a system error 348 "no upstream sensor poll" while infusing medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Correction: h1 and h6.